Event description:
Information was received indicating that a smiths medical infusion pump exhibited high pressure alarm following the "use of different cassettes". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Additional information received that the event occurred during use and the patient switched to a different cassette. Reported that the issue was with the cassette. No patient or clinical injury reported.